Manufacturer narrative:
Results: the 3maxc was fractured approximately 31.5 cm from the hub and the inner support coils were unwound. The material at the fractured location showed evidence of deformation and stretching before fracture. The 3maxc was kinked approximately 69.5 and 137.0 cm from the hub and ovalized approximately 59.0 and 66.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3maxc was fractured. Visual inspection of the fracture showed evidence of material deformation and stretching. If the device is forcefully retracted at extreme angles during removal its packaging, damage such as this may occur. Further evaluation of the returned device revealed that the 3maxc was ovalized. This type of damage was likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the penumbra system 3max reperfusion catheter (3maxc) was broken in several places upon removal from the packaging. The damage to the 3maxc was found prior to use. Therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.